Event description:
It was reported that the patient was experiencing dizziness. The right ventricular lead had high threshold and low impedance, and there was a sensing problem noted by "very bad" ventricular electrogram (vegm). The lead was reprogrammed to unipolar however the patient's chest was "jumping" due to muscle stimulation. It was also reported that the right atrial lead had low impedance. A chest x-ray confirmed both leads were "curled" in the heart. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product : 5592 implantable pacing lead 2010-(B)(6). (B)(4).